Manufacturer narrative:
The model and serial numbers of the power toothbrush were not provided. Device manufacturing date not available due to the power toothbrush not being returned.

Event description:
Consumer called stating that their toothbrush started vibrating vigorously and cut their gum line.

Manufacturer narrative:
The root cause of the customer's complaint could not be determined.